Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and them by a lawyer and describes the occurrence of abdominal pain ('severe and chronic pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion intervention required), headache ("pain in the head"), groin pain ("groin area pain"), arthralgia ("shoulder pain") and back pain ("back pain"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in her menstrual cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss"), alopecia ("hair loss"), sleep disorder ("sleep disorders"), mood altered ("mood changes"), muscle discomfort ("muscle complaints"), autoimmune disorder ("autoimmune problems") and mental disorder ("psychological problems") and was found to have hormone level abnormal ("hormonal problems") and weight increased ("weight gain"). The patient was treated with removal of the essure along with both fallopian tubes. Essure was removed. At the time of the report, the abdominal pain, headache, groin pain, hypersensitivity, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, arthralgia, alopecia, back pain, sleep disorder, mood altered, muscle discomfort, autoimmune disorder, mental disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, disturbance in attention, fatigue, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, mood altered, muscle discomfort, sleep disorder and weight increased to be related to essure. The reporter commented: after removal of the essure many of the complaints disappeared quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-oct-2021: the follow information were included, lawyer's reporter, new events: head pain, pain groin, chronic abdominal pain, chronic fatigue, memory loss, concentration impairment, bleeding menstrual heavy, hormonal imbalance, sleep disorders, back pain, shoulder pain, muscle discomfort, autoimmune disorder nos, hair loss, weight gain, psychological disorder nos, event medical device removal (surgery) was deleted and surgery was added to event a chronic abdominal pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.